Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain pelvic area"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia") in a (B)(6) year-old female patient who had essure (batch no. A02550) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included metrorrhagia, arthropathy, fibromyalgia, migraine, motor vehicle accident, cholecystectomy, depression, uterine dilation and curettage, menorrhagia and cervicectomy. Previously administered products included for an unreported indication: tegretol, hydrochlorothiazide, robaxin, multivitamins, zanaflex and trazodone. Concurrent conditions included psoriasis, irregular menstrual cycle, dysmenorrhoea, dysmenorrhea, gas evolution in intestine and cervical cancer. Concomitant products included carbamazepine, diclofenac sodium; misoprostol (arthrotec), duloxetine hydrochloride (cymbalta), hydrocodone, hydrocodone bitartrate; paracetamol (norco), lansoprazole (prevacid), mometasone furoate (nasonex), nsaids, paracetamol (acetaminophen), pramipexole, prednisone, pregabalin (lyrica), tocopherol and trazodone. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced vulval disorder ("vulva lesion"), 9 months 5 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), alopecia ("alopecia"), headache ("headaches"), genital infection fungal ("yeast infection"), menstrual disorder ("menstruation issues"), complication of device insertion ("insertion injury"), the first episode of back pain ("lower back pain"), depression ("depression"), anxiety ("mental anguish"), metrorrhagia ("metrorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal mycotic infection ("infection: yeast vaginal") and the second episode of back pain ("lower back area") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)), dilation and curettage and dilation and curettage on (B)(6) 2014. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the vaginal haemorrhage, menorrhagia, alopecia, headache, genital infection fungal, weight increased, menstrual disorder, vulval disorder, complication of device insertion, depression, anxiety, metrorrhagia, dysmenorrhoea, vulvovaginal mycotic infection and the last episode of back pain outcome was unknown. The reporter considered alopecia, anxiety, complication of device insertion, depression, dysmenorrhoea, genital infection fungal, headache, menorrhagia, menstrual disorder, metrorrhagia, pelvic pain, vaginal haemorrhage, vulval disorder, vulvovaginal mycotic infection, weight increased, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: it was reported that on the day of insertion, dilation and curettage were performed (she had a history of metrorrhagia). Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, yeast infection, back pain, vulva lesion,pelvic pain, metrorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2019: pfs received. This case were changed from other event to incident. Reporter information were added. Medical history drug were added. Date of removal were added. Event : dysmenorrhea (cramping), infection: yeast vaginal, lower back area and essure confirmation test(s) conducted, specify no were added. Event verbatim were updated as severe pelvic pain/pain pelvic area. Outcome of the event pain were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain pelvic area'), vaginal haemorrhage ('vaginal bleeding') and menorrhagia ('menorrhagia') in a (B)(6) female patient who had essure (batch no. A02550) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included metrorrhagia, arthropathy, fibromyalgia, migraine, motor vehicle accident, cholecystectomy, depression, uterine dilation and curettage, menorrhagia and cervicectomy. Previously administered products included for an unreported indication: tegretol, hydrochlorothiazide, robaxin, multivitamins, zanaflex and trazodone. Concurrent conditions included psoriasis, irregular menstrual cycle, dysmenorrhoea, dysmenorrhea, gas evolution in intestine and cervical cancer. Concomitant products included carbamazepine, diclofenac sodium;misoprostol (arthrotec), duloxetine hydrochloride (cymbalta), hydrocodone, hydrocodone bitartrate;paracetamol (norco), lansoprazole (prevacid), mometasone furoate (nasonex), nsaids, paracetamol (acetaminophen), pramipexole, prednisone, pregabalin (lyrica), tocopherol and trazodone. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced vulval disorder ("vulva lesion"), 9 months 5 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), alopecia ("alopecia"), headache ("headaches"), genital infection fungal ("yeast infection"), menstrual disorder ("menstruation issues"), complication of device insertion ("insertion injury"), the first episode of back pain ("lower back pain"), depression ("depression"), anxiety ("mental anguish"), metrorrhagia ("metrorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal mycotic infection ("infection: yeast vaginal"), the second episode of back pain ("lower back area"), vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary problem -urinary tract infection") and cystitis ("bladder problem - cystitis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)), dilation and curettage and dilation and curettage on (B)(6) 2014. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, metrorrhagia, vulvovaginal mycotic infection, vaginal discharge, urinary tract infection and cystitis had resolved and the alopecia, headache, genital infection fungal, weight increased, menstrual disorder, vulval disorder, complication of device insertion, depression, anxiety, dysmenorrhoea and the last episode of back pain outcome was unknown. The reporter considered alopecia, anxiety, complication of device insertion, cystitis, depression, dysmenorrhoea, genital infection fungal, headache, menorrhagia, menstrual disorder, metrorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulval disorder, vulvovaginal mycotic infection, weight increased, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: it was reported that on the day of insertion, dilation and curettage were performed (she had a history of metrorrhagia). Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, yeast infection, back pain, vulva lesion,pelvic pain,metrorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received : outcome of the event vaginal infection and bleeding were updated. Reporter added, venet vaginal discharge , urinary/ bladder problem ,uti and cystitis added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain pelvic area'), vaginal haemorrhage ('vaginal bleeding') and menorrhagia ('menorrhagia') in a 37-year-old female patient who had essure (batch no. A02550) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included metrorrhagia, arthropathy, fibromyalgia, migraine, motor vehicle accident, cholecystectomy, depression, uterine dilation and curettage, menorrhagia and cervicectomy. Previously administered products included for an unreported indication: tegretol, hydrochlorothiazide, robaxin, multivitamins, zanaflex and trazodone. Concurrent conditions included psoriasis, irregular menstrual cycle, dysmenorrhoea, dysmenorrhea, gas evolution in intestine and cervical cancer. Concomitant products included carbamazepine, diclofenac sodium;misoprostol (arthrotec), duloxetine hydrochloride (cymbalta), hydrocodone, hydrocodone bitartrate;paracetamol (norco), lansoprazole (prevacid), mometasone furoate (nasonex), nsaids, paracetamol (acetaminophen), pramipexole, prednisone, pregabalin (lyrica), tocopherol and trazodone. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced vulval disorder ("vulva lesion"), 9 months 5 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), alopecia ("alopecia"), headache ("headaches"), genital infection fungal ("yeast infection"), menstrual disorder ("menstruation issues"), complication of device insertion ("insertion injury"), the first episode of back pain ("lower back pain"), depression ("depression"), anxiety ("mental anguish"), metrorrhagia ("metrorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal mycotic infection ("infection: yeast vaginal"), the second episode of back pain ("lower back area"), vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary problem -urinary tract infection") and cystitis ("bladder problem - cystitis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)), dilation and curettage and dilation and curettage on (B)(6) 2014. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, metrorrhagia, vulvovaginal mycotic infection, vaginal discharge, urinary tract infection and cystitis had resolved and the alopecia, headache, genital infection fungal, weight increased, menstrual disorder, vulval disorder, complication of device insertion, depression, anxiety, dysmenorrhoea and the last episode of back pain outcome was unknown. The reporter considered alopecia, anxiety, complication of device insertion, cystitis, depression, dysmenorrhoea, genital infection fungal, headache, menorrhagia, menstrual disorder, metrorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulval disorder, vulvovaginal mycotic infection, weight increased, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: it was reported that on the day of insertion, dilation and curettage were performed (she had a history of metrorrhagia). Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, yeast infection, back pain, vulva lesion,pelvic pain,metrorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.